Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the proximal segment of the lead was returned and analyzed. The distal conductor of the lead developed a fracture due to flexing while in vivo. Concomitant product(s): 694765 lead, (B)(6) 2009. A 5071-53 lead, (B)(6) 2006. A 5076-52 lead, (B)(6) 2006. (B)(4).

Event description:
It was reported that ten days after a routine device change out the patient developed a pocket infection. The implantable cardiac defibrillator (ICD) and leads were explanted. No further patient complications have been reported as a result of this event.